Event description:
Based on medical records provided by the pt's attorney: on (B)(6) 2004 - pt underwent incarcerated recurrent incisional hernia repair with composix e/x mesh. It was noted that there were multiple defects in a swiss cheese type of configuration. On (B)(6) 2005 - pt admitted for severe abdominal pain. Diagnosed with recurrent hernia. On (B)(6) 2005 - pt underwent laparoscopic extensive enterolysis with reduction of hernia, excision of composix e/x mesh, and laparoscopic incisional hernia repair with composix kugel mesh. It was noted that the previous mesh had migrated and loosened.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the add'l info received. Currently, it is unk whether the device may have caused or contributed to the reported event. The info provided indicated that the pt was treated for recurrence, which is a known possible adverse reaction listed in the IFU. Additionally, no sample was returned for eval. With the currently available info, no conclusion can be drawn. The medical records refer to a composix kugel mesh implant on (B)(6) 2005, however there was no indication that there were any issues related to this device.